Event description:
The pump was removed after being implanted in the pt for 39 months. The reason for removal was given as battery depletion. A follow up report will be sent when additional info is received.